Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the battery not charging and giving an alarm was confirmed during evaluation. The heartmate sealed lead acid battery (serial number: (B)(6)) was returned for analysis in a visually unremarkable condition. Upon receipt the voltage of the returned battery was measured to be 10.37v. The battery was plugged into a test unit and the system alarmed to the red battery and yellow wrench alarm on a test power module. The battery was not able to go through a manual discharge and charge cycle without alarming. No further troubleshooting was performed. Provided information stated that a different sealed lead acid battery was used and functioned as intended when connected to the power module. The root cause for the reported event was unable to be conclusively determined through analysis. The 12v sealed lead acid battery (serial number: (B)(6)) was inspected and accepted into the receiving inspection storage location on 19apr2023 and passed all manufacturing testing prior to being initially shipped outbound on 12apr2024. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Additionally, it instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. Heartmate 3 IFU, section f - safety checklists, states to ensure the power module backup battery is reconnected after service or shipping. The patient handbook caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a new battery was placed into the power module. The new battery did not start charging and gave an alarm.

Manufacturer narrative:
A1-a4: no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The power module worked as intended after the battery was replaced.

Manufacturer narrative:
Section g2: report source corrected. Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Sections h5 and h8: corrected for reusable device. Section h6: health effect - impact code corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.